Event description:
Meter name: one touch ultra. Strip name: lifescan one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shakes. A pt reported that the pt was seen in ER. The pt's meter allegedly was inaccurately high. The results on the pt's meter was 530mg/dl at 11pm the night before incident. The result on the ER meter was 30mg/dl after 4am the next morning. The time difference between pt's meter and ER meter was more than 5 hours. Treatment at ER was unknown. No further info has been reported.